Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to reproduce or confirm the reported event. The fse spoke to an isi clinical sales representative (csr) who confirmed that they had no further drifting issues, and it was likely related to user error. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 3 was drifting. The procedure was completed with no reported injury.